Event description:
A customer reported that before a cataract surgery after tuning an ophthalmic phacoemulsification (phaco) handpiece had no phaco power and a system message was displayed. Surgery was completed by changing the product. There was no patient impact

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was returned and during functional testing, the phaco handpiece exhibited a failure mode related to phacoemulsification performance issues, elevated shell temperature, system message (sm) [tune failed ¿ loose tip] and/or sm [u/s hp failure - handpiece voltage low (short circuit)]. A closed electrical circuit was confirmed using a resistance test box. These findings are consistent with the investigation performed and the root cause is attributed to piezoelectric crystals within the phaco handpiece having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during phaco handpiece assembly was identified as a contributing factor. Visual assessment revealed connector discoloration. The root cause of the reported event can be attributed to piezoelectric crystals within the hp having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during hp assembly was identified as a contributing factor. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).